Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that the customer ran a control test and obtained a reading of 186 mg/dl on a contour next link 2.4 meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. Replacement meter, strips and control solution were sent to the customer.